Event description:
The physician was using the 5fr stiffened cannula micropuncture set to gain access into a pt's dialysis shunt to perform an angiogram and the distal tip of the wire guide sheared off and lodged into the pt's right ventricle of the heart. The pt was sent from the angio lab to the interventional cardiology suite to have lab to the interventional cardiology suite to have an interventional cardiologist snare the separated wire segment. This attempt was unsuccessful and the wire lodged in the pt's left pulmonary artery. The pt is stable, doing fine and asymptomatic. It was indicated that it was difficult to gain access into the shunt, and while the needle was still in the shunt, the wire was pulled back through the needle, and about 30cm of the wire was sheared off.

Manufacturer narrative:
Evaluation: the device in question was not returned for investigation. Based on the info provided it is possible the device met with resistance beyond its intended design. This type of damage may also occur if the wire guide makes inadvertent contact with the bevel of the needle during the initial placement, and/or withdrawal through the needle. We do caution that withdrawal or manipulation of the distal spring coil portion of the wire guide thought the tip may result in breakage. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.